Event description:
Additional information received from the patient indicated that the patient no longer had concerns with the device/therapy.

Event description:
(B)(6) 2015 crts 3231845 (con): it was reported the patient was receiving intrathecal clonidine and prialt therapy. Her prialt medication was ¿maxed out¿ in the state of (B)(6). In (B)(6) 2014, the patient¿s pump went empty because she could not find a health care provider (hcp) to refill her pump. The patient went through withdrawal while trying to find a physician. The patient visited the veterans affairs (va) emergency room (ER) every day for two weeks in (B)(6) 2014. In the ER, she was given a daily injection of fentanyl. She would return the next morning and receive another daily injection of fentanyl. Once the va found a physician to refill the prialt, they decided to switch the medication in the pump to fentanyl because it was more widely distributed. Now that the patient had been switched to fentanyl, she was able to exercise, play football, and do more things with her kids. (There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) - ptm turning off).

Manufacturer narrative:
(B)(4).